Event description:
On (B)(6)/2009, pt reported she looked at the insulin chamber of her infusion device and there was pooling of liquid in it. She stated, she does not know how it got there. Pt reported, it smells like "dirty feet." Pt stated, she changed the insulin cartridge a few days ago and there was no liquid inside at that time. Pt reported infusion device has not been submerged in or near water. Pt stated, there is a lot of liquid inside the chamber. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.